Event description:
An ophthalmic surgeon reported a problem with low energy output error from the laser head. The patient's flaps had been cut, but not lifted. Surgery was delayed while the laser was rebooted. This report is for the right eye, the left eye will be reported on manufacturer report number 3003288808-2010-00465. Although the surgeon is happy with this patient's outcome, information provided indicates this patient exhibits induced astigmatism in the right eye at 1 week post-op. Bcva remained the same at 20/16 and ucva improved from 20/320 to 20/20. No further information is anticipated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).